Event description:
On 10/17/2023, the arthrex subsidiary employee provided the following information via email: this occurred during a shoulder arthroscopy procedure. An arthrex pump with an unknown part and serial number was used. When the pump went off after 10 minutes, it stopped working. The pump settings at the time of the event were not recorded. A clamp/pressure test was performed prior to tubing use. The neoprene sleeve filled like a balloon. Before starting, they activated the pump to check there were no problems. No alarms or error messages were present prior to or during the event. 4-way equipment was used instead to complete the procedure, but no additional information could be provided. Extravasation did not happen. It was necessary to stop the surgery for 30 minutes until the problem was resolved. No additional anesthesia was required. The procedure was completed successfully.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 the complaint is confirmed based on the customer provided photo, which shows that the tubing did stop running the water when connected to the pump. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/15/2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing had an issue during use in an unspecified procedure on (B)(6) 2023. The pump started normally, but after 10 min of surgery, it went off. It was necessary to shut down and they ended the surgery with 4-way equipment. The tubing was discarded. This occurred during use with no patient harm. Additional information has been requested.